Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that there was disease in the lad that went right through to the apex of the heart. The anatomy was very tortuous and calcified. After placing the whisper guide wire, pre-dilatation was perfromed and another company's stent was placed distally. A second stent failed to cross, so a xience v stent was advanced and successfully deployed. Upon removal of the stent delivery system (sds), resistance was met with the guide wire. When the system was removed, a longitudinal tear was observed in the balloon and the guide wire had fractured. The entire guide wire, including the separated distal portion was removed from the patient together with the sds. No patient effect were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, the device was not returned for analysis. The case anatomy was reported to be tortuous and calcified, which could be the cause of the initial device damage resulting in resistance. The subsequent guide wire core fracture and resulting tear in the catheter was likely the result of the aggressiveness used to remove the catheter from the guide wire. The product IFU warns not to move the devices against resistance. A conclusive root cause could not be determined; however, it appears that the case conditions were the most likely cause of the reported incident.